Manufacturer narrative:
Additional info has been requested. Event date: 2009. Implant date: 2008. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review was performed and the lot met all dimensional and visual criteria at the time of MFR and release.

Event description:
Pt status post lcp condylar plate implantation. Pt returned to surgeon, an x-ray showed a non-union and broken plate. Surgeon removed the hardware and revised to a new plate.